Event description:
Reported 3 false positive sars results for one patient. This report is to indicate one of the false positive instances, and additional mdrs will be filed for the other instances (3 of 3). The symptomatic/asymptomatic status of the patient is unknown. Unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.